Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for potential residual bleeding postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been slight residual bleeding that occurred post-deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was recevied on (B)(6) 2024: pre-deployment angio was performed. Patient is in stable condition. The user did not have difficulty in inserting the locator into the hub. The user did not succeed in mating the locator and hub. The user did not successfully insert and lock the locator in the hub. There was no audible click on mating or tactile feedback after mating. The user was not unable to mate the locator with the hub after multiple tries. The user attempted two to three times to mate the locator and hub. The locator separated after mating with the hub. The locator was never stable in the hub and never stayed in place. The locator was too loose and failed to stay in place. Upon inserting the device, it became unstable. The physician then got a new angio-seal out of a different box. Hemostasis was achieved by manual pressure.

Event description:
The user facility reported that after a transcatheter aortic valve replacement (tavr) procedure was performed a post angio of the common femoral artery (cfa) was obtained and showed a good stick, so they utilized the involved angio-seal device. The md stated that he deployed the angio-seal with no issues, however, 16 hours after the angio-seal was deployed the patient stated they felt a pop where the angio-seal was deployed. The angio-seal plug was not there, and the foot plate had embolized. Device resulted in a cold leg and potential loss of limb. Patient had to go for open surgery to remove the anchor. The patient condition was stable. Additional information was received 15 nov 2023: per md the artery was healthy, and stick was good achieved at lcfa over femoral head, below inferior epigastric artery (iea) and above bifurcation. Blood loss was less than 250 cc. Patient is still stable and was still in the hospital post tavr, when he experienced pop.

Manufacturer narrative:
A review of the device history record of the product code/lot # combination was conducted with no finding. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.